Event description:
The pt was admitted with complications of prostheses; capsular hardening; fibrosis due to implants; pain in breasts; and breasts ptosis. Bilateral capsulectomies with removal of implants and bilateral mastopexies was done on 10/20/94. The implants were not ruptured but there was microscopic leaking from the implants. They were sticky.